Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Additional information received indicates that this pacemaker was explanted for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remaining longevity of this implantable pacemaker suddenly dropped from 2 years to less 0.5 years in a six-month period. It was also reported that the magnet rate was still at 90 beats per minute (bpm). Boston scientific technical services (ts) discussed that longevity is not a concern and explained that the estimate of 2 years was less conservative than new estimate of less than 6 months. Ts also discussed device behavior when replacement reached and advised if magnet rate was at 85 bpm, the patient should be scheduled for a replacement. To date, this pacemaker remains in service. No adverse patient effects were reported.